Event description:
Reporter stated the patient was experiencing elevated blood glucose in the 300 mg/dl range. Reporter stated air bubbles are forming in the tubing whenever the user boluses or primes.no error messages were generated. Reporter changed all accessories on device and air bubbles still formed. Reporter put all new accessories on the backup device and it worked properly. Patient self-treated by switching to backup pump.